Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, as well as atrial oversensing, the analyst noted that since (B)(6) 2014, atrial lead impedance is at 4047 ohms. The atrial unipolar lead impedance warning triggered on (B)(6) 2015, and the atrial bipolar lead warning triggered on (B)(6) 2015. Additionally, since (B)(6) 2015, atrial oversensing was observed. Concomitant medical devices: c4tr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were observed with a polarity switch due to high impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.